Event description:
It was reported that the devices were used during a bowel procedure. It was reported that there was an incomplete staple line when the device was opened. The surgeon completed the anastomosis by hand suture. There was no consequence to the patient.